Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer reported that they received no delivery alarm and battery out limit alarm. The customer's blood glucose was 364 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they push the insulin through the reservoir with plunger. The reservoir will be returned for analysis.